Manufacturer narrative:
The customer declined service and stated there was no system performance issue. The samples were collected in bd green heparin tubes. The samples were centrifuged at <5,000 rpm (rotations per minute) (amount of time was not specified). Quality control (qc) was within specification prior to and following the event. System check data was not supplied by the customer. Customer product line support (cpls) laboratory tested the patient sample and obtained a significantly reduced neat dose concentration, indicating "heterophile interference" in the patient's sample. Heterophile interference is the root cause of the event. Dilution studies were not performed due to limited sample volume. Product labeling: for assays employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the sample. Human anti-mouse antibodies may be present in samples from patients who have received immunotherapy or diagnostic procedures utilizing monoclonal antibodies or in individuals who have been regularly exposed to animals. Additionally, other heterophile antibodies, such as human anti-goat antibodies, may be present in patient samples. In addition, elevated troponin-I levels have also been documented in cases in other cardiac conditions such as unstable angina, congestive heart failure, or myocarditis, or severe non-cardiac conditions such as trauma or renal failure that may cause cardiac muscle injury. Thus troponin (accutni) results should be interpreted in light of the total clinical presentation of the patient, including: symptoms, clinical history, clinical examination, electrocardiogram (ECG), data from additional tests, and other appropriate information. Medical decisions should not be based on a single accutni determination at one time. This reportable event was identified during a retrospective review of product complaints conducted from january 01, 2008 through october 23, 2010 for additional reportable events. This medwatch report is related to MDR 2122870-2011-01984.

Event description:
The customer reported elevated troponin-I (accutni) results above the acute myocardial infarction (ami) cutoff for two patients involving unicel dxi 800 access immunoassay system. This report refers to patient number two. Negative troponin results were obtained via two alternate methodologies. The patient sample was tested on an unknown model access system at another site and elevated results were obtained. The customer performed a "norm" patient study and noted one sample received a value of 1.1 ng/ml where negative results were obtained via alternate methodologies. The results were reported out of the laboratory. There has been no report of patient injury or change in patient treatment associated with this event. The customer supplied beckman coulter, inc. With patient samples for further analysis.